Event description:
Dealer stated the screws broke off into frame for the anti tips . Informed him that would be the base frame and I could send over a mechanical quote form because the chair would have to come in here for repair. He said to not worry about that. No injury or property damage was reported. The dealer did not provide additional information as to patient details or product usage. Additional reportable malfunction for this device; dealer alleged that where the axles go in the frame is bent.